Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that the reservoir was not screwing in all the way. The customer's blood glucose level was unknown. The customer stated that they were monitoring their blood glucose levels very well. The customer was sent a replacement device and nothing was returned for analysis.